Manufacturer narrative:
Additional information was received on 8/13/2020, multiple attempts were made to get clarification about the lot number, however no further information is available and the mre could not be performed. If clarification is received in the future the mre will be completed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that there was an issue with a mentor 110v psi-tec iii aspirator intra-operatively. While starting to use the machine, a burning plastic smell began emitting from the vent in the back of the unit. There was no sign of smoke. There was no patient consequences and no reported procedural delays.